Event description:
During a cataract extraction procedure, the physician saw a shower of particulate come from this phacoemulsification handpiece and enter the pt's eye. He attempted to aspirate all of the particulate. There has been no indication of any pt problems to date. No product will be returned at this time.